Manufacturer narrative:
The doctor reported that a screw used to place a patient's prosthesis a year ago had fractured. The patient is doing fine. The fractured screw was not returned for evaluation, as the doctor was unable to remove the remaining portion of the screw from the patient's prosthesis. Because an evaluation could not be conducted, the exact cause for the fracture remains inconclusive. However, the manufacturing records were reviewed, and it was confirmed that there were no deviations in the manufacturing process and that the screw met product specifications. It can therefore be concluded that this incident was not due to a product failure.

Event description:
On (B)(6) 2010, a doctor reported to attachments international, inc. That a (B)(6) .050 hex screw fractured.